Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic colectomy procedure, foreign material was found in the abdominal cavity and retrieved using laparoscopic surgical forceps. The main body of the sonicbeat was disposed of, and it was not confirmed whether the foreign material originated from the sonicbeat. The customer later reported that "the device fell into the patient's intraperitoneal cavity and was retrieved using laparoscopic surgical forceps". The procedure was completed using the same device without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and corrections to the following fields: b1, b2, d8, h1, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it was concluded that while a foreign object measuring approximately 7 mm was sent, olympus confirmed that no parts or materials such as foreign substances were used in the manufacturing process of the subject device initially reported, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event or product problem. B2 and h1 should not be marked at all. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.